Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, consumer - attorney. Concomitant medical products: 00784801200, modular neck e 12/14 neck taper use with +0 heads only, 61680685, 00771300900, modular femoral stem press-fit plasma sprayed cementless size 9, 61636902, 00620005022, shell porous with cluster holes 50 mm o.d., 61661039, 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, 61661381, 00631005032, liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells, 61620339. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03301, 0002648920 - 2018 - 00492 0002648920 - 2018 - 00493, 0001822565 - 2018 - 03302.

Event description:
It was reported that patient underwent a hip revision surgery approximately 5 1/2 years post implantation due to pain, corrosion, elevated metal ions, loosening, poly liner wear, and impingement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)-head. Visual examination of the returned product identified the head and neck are locked together and could not be disassembled. Review of the device history record identified no deviations or anomalies would contribute to reported event. Primary op notes shows the patient had primary hip arthroplasty due to osteoarthritis. Post-op visit note shows fluid collection was found. Revision op note shows the patient had revision due to pain and elevated metal ion levels. No infection was found. No corrosion was found between the modular neck and the modular stem. A portion of the liner was worn down. The cup was loose. Minimal bone loss in the acetabulum. Very little fluid was encountered, no evidence of metallosis. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.